Manufacturer narrative:
This is a (B)(6) year old male patient who was scheduled for phacoemulsification cataract extraction with intraocular lens implant (iol) of the left eye (os). During the ¿quadrant fragmentation stage of the surgery, the irrigation/aspiration (I/a) was noted to have been ¿erratic.¿ the nurse confirmed that the occlusion alarm was sounding often, during the event. The surgery was noted to have been delayed by 20 minutes. The case was listed by the customer as ¿not completed.¿ the patient was transferred to another medical facility and was listed to have required a vitrectomy procedure. The information on the outcome and time frame of this reported event was requested from the customer, but was not received. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. With the lack of ¿ocular and medical history¿, along with any additional-related information, there is no indication that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2012. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with erratic irrigation and aspiration during a surgery. The procedure was aborted after a vitrectomy was performed on the patient. Additional information has been requested but none has been received.